Event description:
The customer reported that the battery was not recognized. There was no reported patient involvement. The complaint is still under investigation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.